Event description:
A customer reported that the touchscreen of their pump was broken, rendering it unreadable and unresponsive. There was no reported impact on the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.